Manufacturer narrative:
PMA 510(k): additional 510k codes: k002188.

Event description:
It was reported that the retaining screw fractured. The fractured tip of retaining screw was removed, then another product was used.

Manufacturer narrative:
One zimmer universal retaining screw was returned for inspection. A visual inspection revealed that the screw was fractured at the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09. Seating of prosthetic components. Internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A singular cause for the complaint could not be determined.